Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge detection notification after attempting to load multiple cartridges. Reportedly, customer was able to successfully load a new cartridge onto the pump after the 3rd attempt with a new cartridge. Customer's blood glucose level was not impacted.